Manufacturer narrative:
Neither the device, nor ancillary devices from the procedure were received. Cine image review: the cines show the treatment of one patient that resulted in an arteriovenous fistula between the popliteal artery and the surah vein. The cines in the article confirm the arteriovenous fistula and resulting loss of blood flow in the infrapopliteal arteries.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the physician attempted to treat patient at the distal posterior tibial artery using a silverhawk directional atherectomy device. The lesion was reported to be patent. A 6f, 11 cm sheath and 0.014 guidewire were used. The silverhawk device was advanced to the lesion and four cuts were performed, retrieving abundant material. The angiography performed immediately following the last cut and the retrieval of the atherectomy device revealed a huge arteriovenous fistula between the popliteal artery and the vein. No flow was visible in the infrapopliteal arteries. Several attempts were performed to seal the perforation including prolonged balloon inflation, kissing balloon technique and heparin reversal by protamin administration. A surgical repair was deemed necessary as patient began experiencing acute leg ischemia with pain and hypothermia. A large communication was revealed between the posteromedial wall of the tibioperoneal trunk and the posterolateral wall of the sural vein. The size of the communication was 6mm in the arterial aspect and 3mm in the venous aspect. The arteriovenous fistula was repaired by a direct suture. A scan performed the next day confirmed the sealing of the arteriovenous fiscal and the optimal distal flow. Patient discharged on third day following procedure. Patient asymptomatic on 8 month visit. Journal article also contains cine images

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.